Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing, the device shut itself off and on.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.